Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, although at the time of reporting, the pump was functioning correctly. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.